Event description:
Philips received a complaint by the customer on the v60 indicating that the accept button was unresponsive. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite repair per contract as the accept button was unresponsive. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp found that the user interface (ui) assembly needed to be replaced for repair. The customer declined service and repair. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
The asp was dispatched onsite once again to evaluate and repair the device. Upon arrival, the asp replaced the ui assembly, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.